Event description:
Family membery called the manufacturer yesterday and company is going to send 4 more injectors to the pharmacy. With this self injecting device, knob is supposed to be pulled down, turn to the dose and shoot, but failure to fire. Device is defective and does not work. When it does work, it will give a lesser dose than required. Out of 5 devices only 1 of them worked. FDA needs to investigate.